Manufacturer narrative:
The subject device was received at an olympus service center for evaluation. During inspection and testing, the reported issue was confirmed and found to be due to failure of the main circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that immediately after turning on the power of the uhi-4 high flow insufflation unit, the alarm sounds and does not work [alarm sound was generated and the front panel turned off]. There were no reports of patient or user harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the alarm was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.